Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event log during pal evaluation. The external & internal visual inspection was performed and revealed no problem found. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the min drain volume threshold. The device was determined to meet the specifications per returned instrument test / evaluation (rite) testing. This issue is being investigated through a CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 03:46:00, drain volume 4241 ml, cycle 4. The fill volume is 2600 ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.